Manufacturer narrative:
The reported problem was initially investigated via remote support. On 0(B)(6) 2016, the intellivue multi measurement server x2 was used to measure the non-invasive blood pressure (nbp) on a female patient in the emergency room. The age and weight of the patient are unknown. The nbp measurement with the measurement server resulted in a reading of 120/70 mmhg, while the value obtained with a manual nbp cuff and taken immediately after the initial measurement was 70/40 mmhg. Both measurements were taken on the same arm of the patient. The patient was found to be very drowsy, and based on the lower values obtained with the manual measurement, the patient received treatment. The device was set to the auscultatory reference setting. The customer's biomedical engineer later tested the device with a simulator and found the nbp measurements to be off. The customer contacted philips for further assistance, and a philips field service engineer (fse) went to the customer site. When the fse tested the measurement server, the systolic nbp value was accurate, but the diastolic value was off by 8 units. The device was calibrated, after which the x2 was displaying normal nbp measurements compared to other x2 devices. The biomed witnessed the testing and approved that the calibration fixed the issue. The measurement server was found to be operating as specified and expected. During the onsite evaluation of the measurement server, the field service engineer calibrated the nbp measurement, and the device was found to be operating as specified and expected. The product remains at the customer site. This complaint was caused by a malfunction of the product; the reported issue with the higher nbp measurements was resolved by calibration. There is no indication that this failure could be difficult to detect. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the blood pressure is not correct." The device was used for monitoring at the time of the alleged malfunction. The patient received a central line and was given levophed for low non-invasive blood pressure.